Manufacturer narrative:
Though expected, the device has not yet been received for evaluation. Upon receipt of the device and completion of the evaluation, a supplemental report will be submitted. (B)(4).

Event description:
A report was received from the USA stating that an adult pt in the intensive care unit was being prepared for transport to a hospital out of state for potential heart transplant. The pt had been on a servo I ventilator. When the ht70 ventilator was turned on, the device exhibited alarms and were difficult to clear. A critical care paramedic cleared the alarms. The ventilator was being used with an ht50 circuit. The ventilator settings for the ht70 were: volume control rate: 14, tidal volume (vt) = 600ml, fraction of inspired oxygen (fio2) = 0.80 and positive end-expiratory pressure (peep) =5 with inspiratory time of 1.0. Upon placement on the ht70, the pt immediately showed signs of respiratory distress. He acted as though he was not getting enough flow. The inspiratory time was adjusted to allow for more flow. The patient's saturation dropped. The respiratory therapist checked the filter; however, though it was taken out of the line, the patient's saturation continued to drop to 87-88%. The peep was then increased to 8 and fio2 to 100%. The pt saturation continued to drop. The pt was then removed from the ht70 and returned to the servo I. The pt was then stabilized and the decision was made to place the pt on an ht50 for transport. The pt was observed for approximately 15 minutes and had no further issues. The pt then was transported to the out of state hospital for further treatment of his cardiac condition. There were no further issues with the pt using the ht50 ventilator.